Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, high capture threshold was observed on the left ventricular (lv) lead. It was unclear if the lead captured the lv. Upon chest x-ray, the lv lead was dislocated into proximal coronary sinus. The lv lead possibly inappropriately captured the right ventricle from this position. The physician opted not to make any change and to wait until the device change. The patient was stable and being monitored.